Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted hepatectomy procedure, the tip of the harmonic ace instrument broke while the surgeon was dissecting. A fragment fell inside the patient and was retrieved during the same procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgeon retrieved the fragment using endoscopic instruments. No additional surgical procedures were required to remove the fragment from the patient. A back-up harmonic ace instrument was used to complete the procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The harmonic insert was found to have a broken clamp arm at the tip. A piece measuring approximately 1.0mm x 1.0mm in size was found to be broken off, confirming that a fragment detached from the instrument. The clamp arm was found to have breakage and/or melting of the teflon pad at the tip, midpoint and the base. The component was damaged and there may be missing material, but the size of the missing piece(s) could not be confirmed. The separated piece were not returned.

Event description:
Refer to h11 for follow-up information.